Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) contacted boston scientific technical services (ts) to inquire about an advisory that they read about on a social media site. The ts consultant discussed the advisory and the new software update that was released to resolve the issue. During the conversation, the patient stated that back in (B)(6) 2017, the s-ICD was repositioned as it had migrated in the pocket and was "upside down." The exact date of the procedure was not provided, and the patient did not mention the name of the physician that performed the repositioning procedure. No additional adverse patient effects were reported. The patient was seen at a normal patient follow up recently and no issues were found. The patient will continue to be monitored through normal follow up visits. The s-ICD remains implanted and in service. The issue with the migration was not in any related any advisory behavior.